Event description:
Revision due to aseptic stem loosening with suspected intolerance to mom slid pairing. This incident occurred in context of a clinical study regarding bicon "plusmet".

Manufacturer narrative:
.